Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: all available information was investigated and the reported steerable guide catheter (sgc) leak was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents reported for leaks from this lot. All available information was investigated and a definitive cause for the reported leak between the hemostatic valve and the sgc handle could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the leak. It was reported that during preparation of a steerable guide catheter (sgc), while the hydrostatic valve was being tested, a leak was observed between the hemostatic valve and the sgc handle. The sgc was not used in the anatomy and was replaced. A new sgc was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.